Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and cable was exposed on the outside of pulley. The yaw motion was non-intuitive as a result. Other cables at wrist were undamaged. In addition to the derailed cable, failure analysis investigation observed that the grip cable was frayed. One grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the mega suturecut needle driver instrument cables popped off the rotating wheel on the side of the instrument, and a little bit was frayed off the wheel and not the wire. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.